Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device remained activated. The device was unplugged in order to deactivate it. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital is unable to provide the exact event date; however, the event occurred during the week of (B)(6).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).